Event description:
Philips field service engineer reported the device does not work on backup battery. No pt involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.